Manufacturer narrative:
The analysis confirmed that the device was returned with the tissue pad partially melted, partially detached and missing. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when there is metal-to-metal contact between the blade and the clamp arm. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a fundoplication procedure, there was an error code 5. Pad is destroyed. No pt consequence. The case was completed with a like product.